Event description:
It was reported that on (B)(6) 2026, the patient experienced an increase in blood glucose levels to approximately 430 mg/dl after approximately 4-24 hours of pod wear on the abdomen. The patient further reported that blood glucose levels did not decrease despite the administration of several correction bolus doses totaling approximately 120 units of insulin. Reported symptoms included episodes of vomiting and shoulder pain; however, the patient was unsure whether the shoulder pain was related to the elevated blood glucose levels. The patient presented to the hospital, was admitted, and diagnosed with hyperglycemia. Treatment during hospitalization consisted of short- and rapid-acting insulin administered both intravenously and via pen injections. The patient remained hospitalized for approximately 6 hours and 20 minutes and was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.